Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter with symptoms. The customer is concerned meter function and symptoms. The customer's expected fasting blood glucose test result range is 98 to 125mg/dl. The customer did report symptom of shakiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/16/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer originally called in concerning a dead meter. While troubleshooting, the customer says she is a little shaky possibly due to just waking up. Customer states she is going to have some juice. Unable to reach customer after 3 attempts.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage/dirty found on the strip connector of the meter and case is partially open with a button cover missing. Returned test strips no evaluated due to meter inoperability. Root cause: foreign material on the strip connector. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter with symptoms. The customer is concerned meter function and symptoms. The customer's expected fasting blood glucose test result range is 98 to 125mg/dl. The customer did report symptom of shakiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/16/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer originally called in concerning a dead meter. While troubleshooting, the customer says she is a little shaky possibly due to just waking up. Customer states she is going to have some juice. Unable to reach customer after 3 attempts.